Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 45 mg/dl, which was treated with juice and soda. Blood glucose level at the time of the call was 152 mg/dl. The customer also had a recent blood glucose level of 303 mg/dl. The insulin pump did not show any signs of malfunction during troubleshooting. The device was not replaced or returned for analysis.